Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted the inner tubing was kinked/buckled, there was blood in/on helix/lobe mechanism (sleeve head) and helix/lobe mechanism, and the lead appeared to be damaged at implant. The analyst also noted dried blood and tissue on the helix.

Event description:
It was reported that during an implant, the lead was attempted due to high impedance and threshold values. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.